Event description:
During the atrioventricular nodal reentrant tachycardia procedure, a prolonged procedure occurred. There was no contact force and it could not be reset. Despite multiple troubleshooting efforts, the issue was not able to be resolved. The procedure was completed with a second catheter without the contact force with no adverse consequences to the patient.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Inspection of the internal components revealed no loose components and no audible sound was present upon shaking. The tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the host system was established and real-time visualization of the contact force signal was consistently displayed without interruption. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The cause of the reported contact force issue and subsequent delay remain unknown.